Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set was leaking at the bottom seam under the chamber. This was identified when the nurse went to put the taxol bag on the pole and noticed a leak travelling down the tubing from the chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.